Event description:
Ous MDR - post-operatively, the pt had an rv-sensing of 8.6 mv. After that, it continued to decrease which was reported by home monitoring. According to the last hm values, the average amplitude was below 3mv. The physician would like to know if the lead is detected during a mechanical action of the screw tip. A new lead was implanted successfully and the actual measured values are still normal.

Manufacturer narrative:
Ous MDR.